Manufacturer narrative:
E1 phone number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient did well for years with prime advanced ins and conventional therapy. Patient was switched to intellis ins but never achieved good results, symptoms of pain returned. The lead was intact and all impedances were fine around 900-1000. Troubleshooting was performed. Tried various waveforms (conventional, dtm, hd,¿) without any success. Surgical intervention occurred. The lead connected to an extension, was tunneled externally and connected to a wireless external neurostimulator (wens). Now the patient was achieving good results. However, the physician and the patient no longer trust the intellis ins. Additional information received reported that the surgical intervention date to try the wens was on (B)(6) 2025. The wens was trialed from (B)(6) 2025 thru (B)(6) 2025. On (B)(6) 2025 the lead was connected back to the intellis ins. The other channel (8-15) of the intellis ins was programmed to try. The intellis ins will be replaced with an inceptive ins pending approval nao.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the ins was in the process of being returned to the device manufacturer.

Manufacturer narrative:
H3: the ins was returned for analysis and analysis is still in progress. An updated reported will be submitted once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 device evaluation: analysis found no significant anomalies and determined that the implantable neurostimulator (ins) was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.